Event description:
It was reported that intermittent temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional information was provided.